Manufacturer narrative:
This supplemental report is created with reference to mfg report #1218950-2021-10802 with corrected information to update the manufacturing site. H3 other text : device discarded.

Event description:
It was reported to philips that the fetal spiral electrode cause a skin lesion that required intervention of a plastic surgeon to medicate the wound.

Manufacturer narrative:
Good faith effort was made to get part back for evaluation associated with this complaint evaluation, but there is no additional information available. The reported part was disposed of by the customer. A plastic surgeon was requested, who gave the therapy and a subsequent check-up. H3 other text : device discarded.

Event description:
It was reported to philips that the fetal spiral electrode cause a skin lesion that required intervention of a plastic surgeon to medicate the wound.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
It was reported to philips that the fetal spiral electrode caused a skin lesion that required intervention of a plastic surgeon to medicate the wound.